Event description:
A user facility inventory manager reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. There were no lots delivered within that time frame. The search was then extended to find the last delivered lot; there were no results. As the sap delivery search did not yield any results, the lot history review or the production record review could not be performed. The lot trend could not be evaluated as a specific lot number was not provided. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility inventory manager reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.